Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the graphics were distorted and texts were not in the right place. It was reported that after the pump screen turned black and then a malfunction alarm occurred. Customer's blood glucose level was 267 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.